Event description:
It was reported that (2) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 instrument clips are falling out and some were malformed and double fired clips. There was no consequence to the pt.